Manufacturer narrative:
The investigation determined that discordant, reactive syphilis (syph2) results were obtained when two samples from the same patient were tested using vitros syph2 lot: 0020 on a vitros 5600 integrated system. The results for the patient were discordant when compared to non-vitros syph results for the patient. The customer made no indication issues with quality control (qc) results from vitros syph2 lot: 0020 testing around the time of the event and indicated qc results were within acceptable limits. Additionally, ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros syph2 lot: 0020. As no diagnostic precision testing was conducted to verify the performance of the vitros 5600 integrated system, an instrument-related issue cannot be completely ruled out as a contributor to the event. However, there was no evidence of instrument-related issues and there was no report of any issues with vitros syph2 results from qc testing on the instrument. It is possible method to method differences contributed to the discordant, reactive vitros syph2 results, however, this could not be confirmed. The vitros syph2 results from testing of a sample from the patient using a non-specific antibody blocking tube (nabt) suggests nonspecific interference is an unlikely cause of the event. However, an interferent in the patient sample cannot be completely ruled out as a contributor to the event as no further investigational testing was conducted to rule out a sample specific interferent. A definitive assignable cause could not be determined.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that discordant, reactive syphilis (syph2) results were obtained when two samples from the same patient were tested using vitros syph2 lot: 0020 on a vitros 5600 integrated system. The results for the patient were discordant when compared to non-vitros syph results for the patient. Patient 1, results of 1.74 and 2.47 s/c (reactive) versus the non-vitros syph results of negative biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, reactive vitros syph2 results for the patient were not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report is number two of two 3500a forms being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).